Manufacturer narrative:
Patient had "blue light treatment" to face two hours after receiving levulan kerastick application. Fifteen minutes later patient received a second "blue light treatment" to scalp. Patient also reported it sure hurts a lot and beat red. Follow-up ((B)(4); (B)(6) 2018): follow-up with patient. No significant information was received.

Event description:
Wrong technique in drug usage process, overdose, application site pain, redness.